Event description:
Reference number (B)(4). Event occurred in egypt. It was reported that patient faced infusion set bent cannula event on (B)(6) 2026 due to which the patient faced hyperglycemia event. The site location was abdomen. The infusion set was in use for one day. The patient got hospitalized and the blood glucose level was 500 mg/dl at the time of the event and got treated with intravenous insulin. The patient was hospitalized for 7 days. Patient experienced the symptoms of tiredness and vomiting at the time of the event. The patient was tested positive for ketones and the results were 7 mmol/l. No further information available.